Event description:
It was reported to boston scientific on september 26, 2007, that an ultraflex covered ng esophageal stent was used for a procedure (patient age, gender, and weight unknown) in 2007. According to the complainant, "the stent could not be deployed because during placement (undoing the knots by pulling the string) one of the knots proved to be too tight ; [the] physician did not ... Pull too hard and withdrew the half-opened stent. The physician completed the procedure with another ultraflex covered ng esophageal stent. No complications were reported as a result of this issue, and the patient was reported as "ok "following the procedure.

Manufacturer narrative:
The device has not been returned, therefore, an analysis can not be performed, thus the cause of the reported event is unknown.